Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava ivc) filter. Per the implant records, the indication was deep venous thrombosis (dvt). Imaging showed no evidence of thrombus within the right iliac venous system nor within the inferior vena cava. The trapease filter was deployed in the infrarenal ivc with the apex of the filter at the level of the renal veins. The patient tolerated the procedure well without complication. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter is embedded in the ivc and unable to be retrieved. Per the patient profile form (ppf), the patient reports the filter is embedded in wall of the ivc. The patient further reports anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter is embedded in the inferior vena cava (ivc) and unable to be retrieved. There were no documented attempts to remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the inferior vena cava filter placement was indicated for deep venous thrombosis (dvt). Access to the right common femoral vein was acquired. Digital subtraction images of the inferior vena cava showed no evidence of thrombus within the right iliac venous system nor within the inferior vena cava. The trapease filter was deployed in the infrarenal ivc with the apex of the filter at the level of the renal veins. The patient tolerated the procedure well without complication. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and five months post implantation. The patient reports the filter is embedded in wall of the ivc, device unable to be retrieved and there have been no documented attempts to remove the filter. The patient further asserts to being advised that the trapease ivc filter was irretrievable due to the embedment. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that become embedded in the inferior vena cava (ivc) and could not be retrieved. No attempts to retrieve the device were documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter is embedded in the inferior vena cava (ivc) and unable to be retrieved. There were no documented attempts to remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.